Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an appropriate shock for a fast ventricular fibrillation (vf) of 290 beats per minute and loss consciousness. Some oversensing, high frequency noise, and changes in amplitude morphology measurements were observed in the post-shock period, which inadvertently led to the delivery of a second shock from the s-ICD, which was deemed inappropriate. The cause of the inappropriate shock was thought to be due to manipulation/body movements during attempts to rescue the patient from their vf episode. Deep system integrity and troubleshooting testing during a recent device follow-up did not elicit any noise. The s-ICD remains in service and no adverse patient effects were reported.